Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a false positive was found when testing a staff member for flu a bd veritor ¿ sars-cov-2 & flu a+b. Repeat testing was performed. No patient impact was reported. Eua(B)(4). The following information was provided by the initial reporter: "ver 256088 false pos for flu a" "another staff tested themselves and the results were too, positive. Reported to team."

Manufacturer narrative:
H.6 investigation summary. This statement is to summarize the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1292069. Customer stated that " first 4 patients of the day were given triplex. All were positive without presenting fever and other symptoms" .bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for false positive was identified.

Event description:
It was reported by the customer that a false positive was found when testing a staff member for flu a bd veritor ¿ sars-cov-2 & flu a+b. Repeat testing was performed. No patient impact was reported. Eua (B)(4). The following information was provided by the initial reporter: "ver 256088 false pos for flu a" "another staff tested themselves and the results were too, positive. Reported to team."